Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 8 minutes: 19.3 mmol/l and 9.9 mmol/l (aviva system 1) and 11.4 mmol/l and 9.0 mmol/l (aviva system 2) customer used the same strips from same strip vial on both meters. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips are no longer available.